Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) showed signs similar to infection; therefore, surgical intervention was performed to replace the device. The ipp pump had become exposed at the site of the incision in the scrotum, but the patient did not have any symptoms related to infection. The device was removed, the site was treated with antibiotics, and a malleable penile prosthesis was implanted. No additional patient complications were reported.